Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product evaluation was not performed because the product has not been returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint related to this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported by the customer that a model pcb00 intraocular lens (iol) had unfolding issue and the product was in contact with patient's right eye. Additional information was received stating that the lens was partially delivered into the patient eye and then removed. Incision was enlargement, vitrectomy, and suture were required. The replacement lens used is a model za9003 model with 19.0 diopter. The patient was doing good at the time of discharge. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.